Event description:
The report received from the (B)(4) study indicated that a patient experienced mi and coronary artery restenosis of an index stent approximately twenty-five months post index procedure. At the time of index procedure, the patient had a 3.5 x 12mm cypher stent implanted in the graft to the right posterior descending artery. The patient presented to hospital with mi approximately twenty-five months post index procedure. On (B)(6) 2012 at 4:20, the ck was 90, the ckmb was 5.4, and the troponin I was 1.49. At 10:14, the ck was 96, the ckmb was 7.4, and the troponin I was 3.23. On (B)(6) 2012 at 4:30, the ck was 54, the ckmb was 2.5, and the troponin I was 1.39. As per the cath report, the graft had a somewhat eccentric proximal 40-50% lesion followed by an irregular ulcerated 90% mid lesion in the body of the graft just proximal to previously placed stent. The previous stent; however, was widely patent. The patient underwent direct stenting to the vein graft pda using a 3.5x16mm promus stent at 18atms utilizing filter protection. Post procedure, the ck was 42 and the troponin I was 0.54. There was no evidence of restenosis or thrombosis; however, it was unknown if the lesion was within 5mm of index stent. The patient was also found to have undergone a 3.5x60mm promus stent placement into the svg rca, placed within the mid body of the graft overlapping into the previously placed stent. Approximately four days later, angiography demonstrated a stent in the middle segment of the svg rca and a residual stenosis in the proximal segment of about 70% severity. It was also reported that there was a presence of a long stenosis with a near occlusion of the mid segment of the lad. The patient underwent 3.5x12mm promus stent implantation in the vein graft rca and balloon angioplasty to the mlad. There was no evidence of restenosis or thrombosis.

Event description:
Addendum: additional information received through cec adjudication minutes indicated that on (B)(6) 2011 the patient was evaluated for a complaint of intermittent chest pain as well as a recent positive stress test which showed lateral ischemia and was referred for coronary angiography. Repeat angiography on (B)(6) 2011 for recurrent angina with a positive functional ischemia study revealed a 41% restenosis of the svg to the r-pda as reported by the angiographic core lab with comment, "focal area of neointimal hyperplasia within stented segment. Tlr performed." The catheterization report noted the svg to the rca was a large conduit with a stent in the middle segment and there was a severe cleft-like in-stent restenosis in the mid segment of the stent and a moderate stenosis in the segment just distal to the distal edge of the stent. On (B)(6) 2011, the patient underwent successful treatment with the placement of one drug-eluting stent in the svg to the rca. The patient was discharged on (B)(6) 2011 on dual antiplatelet therapy. It is unknown if there had previously been any stents placed in the svg pda except study stent.

Manufacturer narrative:
Complaint conclusion: the complaint received states that this (B)(4) study patient suffered coronary reocclusion approximately 17 months post index procedure and an mi and restenosis approximately 2 ½ years post index procedure. This is a (B)(6) male with medical history including prior pci (2004), CABG x 2 (most recent 2008), pad, hypertension, dyslipidemia and pvd. The indication for the index procedure was class iii stable angina and a positive functional test. Angiography revealed a 75% stenosis of the svg to the r-pda. In (B)(6) 2010, the index procedure was performed. One cypher stent was implanted in the svg to the r-pda. The core lab reported an 11% residual stenosis, no dissection and timi 3 flow. There were no complications and the patient was discharged two days later on dual anti-platelet therapy. In (B)(6) 2011, the patient complained of intermittent chest pain as well as a recent positive stress test that revealed lateral ischemia. Angiography revealed a 41% restenosis of the svg to the r-pda described by the core lab as "focal area of neointimal hyperplasia within stented segment. Tlr performed." Successful single stent placement was performed to treat this reocclusion and the patient was discharged two days later again on dual anti-platelet therapy. Additional info received indicated that a patient experienced a non q wave mi on (B)(6) 2012. Ptca was conducted. The lesion was located in the svg pda. The cause of mi was severe diffuse cad. It was unknown if the lesion was restenotic. It was unknown if the study stent was noted to be patent. There have been two non-cypher stents placed in the target lesion. No additional information is known regarding study stent. The event resolved without sequelae. The event was not related to the study stent or procedure, but possibly related to the study drug in an investigator's opinion. The cypher stent remains implanted thus unavailable for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15109103 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. In-stent reocclusion is a well-known potential complication for this type of procedure and is listed in the IFU. In the literature, reocclusion rates range from 11% to 39% from 6 to 12 months after stent placement. Rates were higher in older patients with more severe atherosclerosis and depended on the type of stenosis treated. In-stent stenosis was more prevalent in ostial stent placement procedures. Stenoses in stents are usually treated with intrastent pta or placement of a second stent. Progression of atherosclerotic disease is known to cause instent restenosis and does not indicate a device failure. Intra-arterial stent placement is a treatment of the disease process and it not a preventive or cure for the progression of symptoms of atherosclerotic artery disease. All products undergo a 100% inspection prior to release for marketing. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. Myocardial infarction is known potential adverse event associated with stent implantation procedures and is listed in the IFU as such. The act of angioplasty/stent implantation inherently produces a localized vessel injury, including plaque compression and splitting, potentially leading to release of atheromatous material (lesion contents) into the downstream flow and potentially slowing or completely occluding the blood flow. The inflation of coronary devices also inherently occludes the distal blood flow, possibly creating ischemic areas (causing cardiac enzyme changes) distal to the target lesion. All products undergo a 100% inspection prior to release for marketing. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. This action (inherent risk of the procedure) combined with the patient's complex medical status, vessel characteristics and procedural factors may have contributed to the event. There are patient and lesion characteristics that may have contributed to the reported event, specifically the risk factors for atherosclerotic disease; i.e. Hypertension and dyslipidemia.

Manufacturer narrative:
Concomitant medications included amlodipine, beta blocking agents, plavix, heparin, imdur, lipitor, metoprolol, and tylenol. Complaint conclusion: the report received from the (B)(4) study indicated that a patient experienced mi and coronary artery restenosis of an index stent approximately twenty-five months post index procedure. This is a (B)(6) male with medical history including angina, positive functional study for ischemia, previous pci (B)(6) 2004, previous CABG 2008,family history of coronary artery disease, peripheral artery disease, hyperlipidemia, hypertension, history of pvd/claudication, allergy morphine, allergy to dilaudid. At the time of index procedure, the patient had a 3.5 x 12mm cypher stent implanted in the graft to the right posterior descending artery. The patient presented to hospital with mi approximately twenty-five months post index procedure. On (B)(6) 2012 at 4:20, the ck was 90, the ckmb was 5.4, and the troponin I was 1.49. At 10:14, the ck was 96, the ckmb was 7.4, and the troponin I was 3.23. On (B)(6) 2012 at 4:30, the ck was 54, the ckmb was 2.5, and the troponin I was 1.39. As per the cath report, the graft had a somewhat eccentric proximal 40-50% lesion followed by an irregular ulcerated 90% mid lesion in the body of the graft just proximal to previously placed stent. The previous stent; however, was widely patent. The patient underwent direct stenting to the vein graft pda using a 3.5x16mm promus stent at 18atms utilizing filter protection. Post procedure, the ck was 42 and the troponin I was 0.54. There was no evidence of restenosis or thrombosis; however, it was unknown if the lesion was within 5mm of index stent. The patient was also found to have undergone a 3.5x60mm promus stent placement into the svg rca, placed within the mid body of the graft overlapping into the previously placed stent. Approximately four days later, angiography demonstrated a stent in the middle segment of the svg rca and a residual stenosis in the proximal segment of about 70% severity. It was also reported that there was a presence of a long stenosis with a near occlusion of the mid segment of the lad. The patient underwent 3.5x12mm promus stent implantation in the vein graft rca and balloon angioplasty to the mid lad. There was no evidence of restenosis or thrombosis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15109103 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Myocardial infarction is known potential adverse event associated with stent implantation procedures and is listed in the IFU as such. The act of angioplasty/stent implantation inherently produces a localized vessel injury, including plaque compression and splitting, potentially leading to release of atheromatous material (lesion contents) into the downstream flow and potentially slowing or completely occluding the blood flow. The inflation of coronary devices also inherently occludes the distal blood flow, possibly creating ischemic areas (causing cardiac enzyme changes) distal to the target lesion. All products undergo a 100% inspection prior to release for marketing. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. This action (inherent risk of the procedure) combined with the patient's complex medical status, vessel characteristics and procedural factors may have contributed to the event. In-stent restenosis is a well-known potential complication for this type of procedure and is listed in the IFU. In the literature, in-stent stenosis rates range from 11% to 39% from 6 to 12 months after stent placement. Rates were higher in older patients with more severe atherosclerosis and depended on the type of stenosis treated. In-stent stenosis was more prevalent in ostial stent placement procedures. Stenoses in stents are usually treated with intrastent pta or placement of a second stent. Progression of atherosclerotic disease is known to cause instent restenosis and does not indicate a device failure. Intra-arterial stent placement is a treatment of the disease process and it not a preventive or cure for the progression of symptoms of atherosclerotic artery disease. All products undergo a 100% inspection prior to release for marketing. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. There are patient and lesion characteristics that may have contributed to the reported event, specifically the risk factors for atherosclerotic disease; i.e. Hypertension and known arterial disease.

Manufacturer narrative:
Complaint conclusion: the complaint received states that this (B)(4) study patient suffered coronary reocclusion approximately 17 months post index procedure. This is a (B)(6) male with medical history including prior pci (2004), CABG x 2 (most recent 2008), pad, hypertension, dyslipidemia and pvd. The indication for the index procedure was class iii stable angina and a positive functional test. Angiography revealed a 75% stenosis of the svg to the r-pda. In (B)(6) 2010, the index procedure was performed. One cypher stent was implanted in the svg to the r-pda. The core lab reported an 11% residual stenosis, no dissection and timi 3 flow. There were no complications and the patient was discharged two days later on dual anti-platelet therapy. In (B)(6) 2011, the patient complained of intermittent chest pain as well as a recent positive stress test that revealed lateral ischemia. Angiography revealed a 41% restenosis of the svg to the r-pda described by the core lab as "focal area of neointimal hyperplasia within stented segment. Tlr performed." Successful single stent placement was performed to treat this reocclusion and the patient was discharged two days later again on dual anti-platelet therapy. The cypher stent remains implanted thus unavailable for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15109103 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. In-stent reocclusion is a well-known potential complication for this type of procedure and is listed in the IFU. In the literature, reocclusion rates range from 11% to 39% from 6 to 12 months after stent placement. Rates were higher in older patients with more severe atherosclerosis and depended on the type of stenosis treated. In-stent stenosis was more prevalent in ostial stent placement procedures. Stenoses in stents are usually treated with intrastent pta or placement of a second stent. Progression of atherosclerotic disease is known to cause instent restenosis and does not indicate a device failure. Intra-arterial stent placement is a treatment of the disease process and it not a preventive or cure for the progression of symptoms of atherosclerotic artery disease. All products undergo a 100% inspection prior to release for marketing. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. There are patient and lesion characteristics that may have contributed to the reported event, specifically the risk factors for atherosclerotic disease; i.e. Hypertension and dyslipidemia.